Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 112 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. No motor error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.